Manufacturer narrative:
(B)(4). Investigation summary: it appears the sampling probe had not been removed, cleaned or calibrated since (B)(4) 2008. The customer replaced the sampling probe to resolve the axsym toxo igg erratic result issue. The axsym system operation manual contains adequate information on the probable causes and corrective actions for discrepant results. The corrective actions listed include cleaning, replacing and calibrating the probes. The toxo igg package insert was found to contain adequate information on specimen collection and preparation, cautions and limitations of the procedure. The insert notes it is important to follow the routine maintenance procedures defined in the axsym system operations manual for optimal axsym performance. Documentation and records for the axsym analyzer did not identify any adverse trends due to toxo igg assay inconsistent results generation, or adverse trends due to any sampling probe issues. The most probable cause of the inconsistent toxo igg patient result was the use of a malfunctioning sampling probe. The actual cause of the suspect toxo igg patient result could not be determined with the information available. Based on the available information and this investigation, no deficiency was identified for the axsym analyzer list no. 07a83-98, or the axsym probe list no. 09a59-01 related to the issue under investigation. This is the final report.

Event description:
The customer states that a patient sample generated an alleged falsely positive axsym toxo-g assay result. In 2009, this patient generated a result of 109 iu/ml. A different sample tested highly positive (>300 iu/ml) on the instrument just prior to the questioned patient sample. The following month, the sample from one month prior, was repeated, yielding a negative result of 0 iu/ml. No adverse outcomes were reported due to this issue.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.